Event description:
It was reported that the pt's scs system was explanted due to the pt experiencing pain at the lead site.

Manufacturer narrative:
Results: the complaint for "ineffective stimulation" was not confirmed. The returned lead was cut in two pieces. All lead segments passed continuity testing terminal end segments. The cuts were consistent with the explants procedure. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.